Event description:
Patient wearing spinal collar developed a rash after 2 days use post surgery. Patient had makes claims of hives, itchy and inflamed area near the collar that spread throughout. Patient discontinued use of the collar and was prescribed a medication to control the reaction and was given a soft brace to wear.

Event description:
Patient wearing spinal collar developed a rash after 2 days use post surgery. Patient had makes claims of hives, itchy and inflamed area near the collar that spread throughout. Patient discontinued use of the collar and was prescribed a medication to control the reaction and was given a soft brace to wear.